Event description:
Additional information received confirmed the implant may had fractured during the screw fracture event. As a result, implant was removed. Investigation results also confirmed implant fracture.

Manufacturer narrative:
Additional information received confirmed the implant may had fractured during the screw fracture event. As a result, implant was removed. Investigation results also confirmed implant fracture. Upon reassessment of the reported event, it was determined that this device no longer meets the criteria of a reportable malfunction. The device is not reportable due to FDA malfunction variance e1998009. Therefore, this event is being reported for the implant fracture under MFR 0002023141-2020-00843. As result, no further medwatch reports will be submitted. Please refer to MFR 0002023141-2020-00843 for follow up reports of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown zimmer screw fractured within the dental implant. Implant was removed. Tooth location 3.